Manufacturer narrative:
The device has not been received by the MFR. An eval has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In late 2008, it was reported to boston scientific corp that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) the same day. According to the complainant, during preparation, the anchoring balloon leaked. The procedure was successfully completed with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as "fine".